Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a starter upgrade kit was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, when booting up the imaging system a collimator error was displayed. There was no patient present at the time of the issue.

Manufacturer narrative:
The generator starter board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.